Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power, and that the patient was unable to secure the battery cap. On (B)(6) 2012, the patient obtained a blood glucose reading of 560 mg/dl. The patient was unable to give himself a bolus dose of insulin, as the pump had no power. The patient corrected his blood glucose level using a syringe injection of insulin, and his blood glucose level dropped to 200 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. Troubleshooting revealed the battery cap was damaged in that the threads were stripped. There was no damage to the battery compartment of the pump. It was also determined the patient had not replaced the battery cap since (B)(6) 2011. The manufacturer recommends the battery cap be replaced every six months. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump power issue occurred, therefore, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on 08/07/2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.